Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 157 mg/dl. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Reportedly, a supply change was performed to address the occlusion alarm. Cts advised the customer to rotate their infusion set sites and select infusion set sites that avoid scar tissue.